Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at implant, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pace impedance measurements in multiple vectors. The lead header connection was reconnected and checked and did not resolve the measurements. A conductor fracture was suspected; the physician believed they had fractured the lead upon insertion. The lv lead was extracted and a new lead was successfully implanted. The lead was returned and analyzed. Laboratory analysis was unable to confirm a lead fracture. This crt-d remains in service. No adverse patient effects were reported.